Event description:
Related manufacturer reference number: 2017865-2022-04261. Related manufacturer reference number: 2017865-2022-04262. It was reported that a patient presented in-clinic for a system explant procedure. Prior examination of the patient had revealed infection and endocarditis. The pacemaker and rv lead were explanted on (B)(6) 2022. The ra lead was explanted but was not replaced. No vegetation was noted on the leads upon removal. The patient then experienced a drop in ejection fraction, indicating heart failure. A new system was re-implanted on (B)(6) 2022. The patient was stable throughout the intervention process and no additional patient consequences were reported.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, normal telemetry and output. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
Correction h6: codes should reflect device not being returned. Correction: h10: h10 field should include the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.